Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post implant, the patient experienced ventricular fibrillation (vf). The implantable pulse generator (ipg) exhibited asynchronous pacing problems and the right ventricular (rv) lead dislodged. The patient was resuscitated on the street. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.